Event description:
At 11:00 am, a respiratory therapy tech began nebulizer treatment on an ICU patient that had a tracheotomy and was on a ventilator. The pt was doing well on the neb treatment. An ICU nurse began to do trach care during the treatment and noted the neb mist coming out of the pt's mouth. The tech was called back to the pt's bedside, noted the pt becoming cyanotic, removed the vent, began manual ventiliation with an ambu bag, noted the vent went into "inop mode" (vent peak pressures were 70 to 100 before inop mode) repositioned trach tube, and patient began to pink up and relax. A new ventilator was used for the pt and there were no further problems. Biomed was called to test the bennett 7200ae ventilator. Biomed found a defective omni bacterial filter.